Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Five shocks were delivered and the last shock was successfully. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.